Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that the patients leads were fractured due to a non-device related fall. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.